Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual and tactile inspection identified a break of the outer sheath located at approximately 1210mm distal of the main t-body. The device was received with the stent in the correct location on the device. There were no issues with the tip of the device. The investigator was unable to deploy the stent due to the separation of the outer sheath of the device, which confirmed the event.

Event description:
It was reported that stent partial deployment and shaft break occurred. The target lesion was located in the carotid artery. An 8x36, 5f, 135cm carotid wallstent was selected for treatment. During the procedure, when half of the stent was deployed, it was noted that the shaft fractured at the monorail port after a "snap" sound was heard. The stent was removed after being slowly resheathed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the stent was placed in the transverse venous sinus. There was no visible stenosis, but there was a pressure gradient, so the neurosurgeon proceeded to treat. Additionally, the anatomy was normal, and no calcium was noted, but the cranial vault was placing some degree of external compression.

Event description:
It was reported that stent partial deployment and shaft break occurred. The target lesion was located in the carotid artery. An 8x36, 5f, 135cm carotid wallstent was selected for treatment. During the procedure, when half of the stent was deployed, it was noted that the shaft fractured at the monorail port after a "snap" sound was heard. The stent was removed after being slowly resheathed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.